Event description:
The manufacturers service engineer (fse) reported that during servicing, the unit would not power on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.